Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the surgeon. Event device code is addressed in the package insert. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been received. This report will be amended when the investigation is completed.

Event description:
Allegedly, the plate broke in the head portion.